Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s reported image issue and found it was due to a faulty image sensor cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the reported issue was likely a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. In addition, service found the adhesive on the bending section cover (a-rubber) had chipped. The insertion tube was cut in the bending section. The video connector was cracked and damaged caused by physical stress and handling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image would turn black when the lever of the subject device was moved. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was available.